Manufacturer narrative:
Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional h-3 summary: one used needle-suture piece of product code w9923 was received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, body fluids and slightly marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test can¿t be performed. Per the sample condition, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative sample: one unopened sample of product code w9923, lot al9986 was received for analysis. During the visual inspection of the sample, no defects were found on the packets. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a natural child birth on (B)(6) and suture was used. During the procedure, the suture broke when drawing the suture to sew the perineal skin. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.